Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported that she faced a bent cannula due to which she felt sick/unwell, tired/weak, and experienced high blood glucose level. On (B)(6) 2023, she was admitted to the hospital due to diabetic ketoacidosis with blood glucose level over 600 mg/dl. Moreover, the site location was patient's abdomen. During hospitalization, she received insulin drip intravenously as corrective treatment. After spending 5 days in the hospital, the patient was released from the hospital. Currently, her blood glucose level was 125 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.